Manufacturer narrative:
The device was returned for evaluation on (B)(6) 2025. The unit came in for system error. The complaint was confirmed with the data log. The complaint was confirmed with contaminated zeolite and blocked feed port assembly. The zeolite absorbed too much moisture causing the column to get contaminated. The unit was repaired and the patient received a replacement unit.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's husband called and stated that the patient's unit keeps shutting down. It was also reported that there was a burning smell with a red flashing light and an error message being displayed. As a result, the patient was hospitalized due to low oxygen. The inogen team attempted to contact patient for further information three times with no response.